Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient exercised into the vt-1 monitor only (mo) zone and therapy was inhibited due to rhythm identification (rid). The patient's rhythm then increased into the vt zone and during redetection, antitachycardia pacing (atp) therapy and five shock were delivered. It was noted that four of these five shocks were at maximum energy. The shocks were determined to be inappropriate as they were driven by the patient's sinus rhythm. The caller will discuss programming options with this patient's physician. No adverse patient effects were reported.